Event description:
It was reported that multiple intermittent cartridges were leaking from the cartridge tubing and o-ring. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.